Manufacturer narrative:
The patient¿s age at the time of this event was in the 50¿s. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a break in aseptic technique which led to peritonitis. The break in aseptic technique was further described as touch contamination. The patient was hospitalized for the peritonitis event. On an unreported date, the patient was treated with an unspecified antibiotic (further details not reported) for peritonitis. On an unreported date, the patient was retrained on proper aseptic technique. Eighteen days after being hospitalized, the patient was discharged from the hospital. At the time of this report, the patient was recovering from the peritonitis and pd therapy was ongoing. No additional information is available.